Event description:
The user facility reported that water and steam were leaking from their evolution sterilizer onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the o-ring inside of the union that is attached to the steam shutoff valve was damaged. As the o-ring was damaged, this allowed water and steam to leak from the sterilizer resulting in the reported event. The technician replaced the o-ring, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.